Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the tissue pad melt? Or, did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?). Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during a laparoscopic unknown procedure, the tissue pad became rough and peeled off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: did the tissue pad melt ---- no. Did any of the tissue pad detach from the clamp arm and fall off - (not melted away, but a piece broke off) ---- the surface of the tissue pad became rough and partially detached, but the pad did not fall off the clamp arm. Is the tissue pad completely missing from the clamp arm ---- no. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws ---- no information. Complaint no longer meets the criteria of a reportable event.